Event description:
The technician alleged that the brakes are setting and holding but would swivel when the bed is pushed from the side. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.